Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although two different complaints were created, and the file numbers are the following: (B)(4).

Event description:
(B)(4). The dealer reported that the rpl450-2 power low base lift had a faulty control box, resulting in the legs continuing to run even with the pendant being unplugged. There was no injury reported.